Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This event was filed through the FDA's medwatch program under report mw5071056. It is unknown if the device is returning for analysis; however, once the investigation is complete, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome's depth adjustment knob did not work causing depth to be incorrect and too deep. No other information was reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the depth adjustment knob did not work, causing the depth to be incorrect and too deep. The customer did not return an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. The repair history review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Initial qa inspection of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.